Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received multiple inappropriate shock while travelling on a cruise ship. In hospital, review of the egm's revealed that inappropriate therapy was delivered while the patient was in at. Device testing and chest x-ray identified rv lead dislodgement. Programming changes were made. During the lead revision, the screw retraction failed. The lead was pulled out and replaced. The patient was stable post-procedure.